Event description:
The medical examiner reported that the pt expired. An autopsy was performed; final results are unk. Toxicology testing has been performed; hydromorphone levels will be measured. Interrogation of the pump was performed and nothing unusual was noted. The reservoir volumes have not been measured as of this date. The medical examiner reported that the "catheter had migrated entirely out of the intrathecal space and was coiled up behind the pump". The managing hcp reported that the pump was last filled in 2005 at which time the dose of dilaudid 25 mg/ml was increased from 3.6 mg/day to 4 mg/day. The pt had also been prescribed methadone and phenergan by another dr. He was uncertain about any other medications the pt may have been taking. The hcp did not report any issues related to the pump; "I doubt due to pump." The pt is reported to have had significant respiratory problems as well. The medical examiner indicated that he is unable to release any details regarding the autopsy results. The pump is being held by that office "as this is an ongoing investigation."